Manufacturer narrative:
Device evaluation summary: the protégé rx was inspected and noted the stent was approximately 4mm flowered out from the distal rim of the outer assembly. No damages to the stent were noted. The catheter shaft was bent 1.5cm distal the tuohy-borst valve. The tuohy-borst valve was loose. It was observed the distal tip was not included. The inner assembly showed a ductile fracture at the end of the catheter. Functional testing: initial resistance was experienced; however, the stent was able to be deployed. No damage or anomalies were noted to the stent or adapter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a protégé rx carotid stent system to treat a carotid artery stenosis on a patient. The device was prepped per IFU. It was reported that upon positioning and attempting to deploy the stent in the target lesion, the deployment system could not be pulled out. After several unsuccessful attempts, the procedure was completed with another stent. The distal tip of the stent was cut/removed in vitro, after surgery during cleaning. No injury to patient was reported.